Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Also, patient had pericardial effusion and paracentesis was performed. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.